Manufacturer narrative:
Evaluation results: one h2 ez deflate pressure cuff was returned for investigation in good but used condition. Visual inspection revealed that the h-2 pressure gauge needle was stuck at 110 mmhg. The customer reported product problem was therefore verified. The h-2 pressure gauge was replaced and the unit was calibrated. The unit passed all functional test following this. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The source of the problem was attributed to the supplier.

Event description:
It was reported that during device preventive maintenance, the pressure gauge was reading over 100 mmhg even though there was no pressure. The gauge failed to return to 0. There was no patient involvement.